Event description:
There was no positive stop flange on the apex hole eliminator. The plug screwed through cup and was retrieved from the acetabulum. Another was quickly available and there was no injury.